Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. During evaluation of the device it was confirmed that the device has logged an event code which is indicative of a inoperative AED function of device along with paddles ECG. Device may still deliver energy in manual mode. There were no reports of patient use associated with the reported event.